Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number," g2 and h6 "medical device problem code" fields were corrected based on information available at the time of the initial submission. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. The device evaluation found minor dust inside the unit that may be potentially affect device performance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the dust buildup was normal inside a device with ventilation slots. Therefore, the root cause for dust contamination can be attributed to normal wear and tear. The customer is required to check the function of all devices used prior to a procedure. In addition, according to the instructions for use (IFU), a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported by an olympus biomedical engineer that an hf unit (generator) had an e-090 error during a turis (transurethral resection in saline) procedure. After that it showed the same error repeatedly. The procedure was completed using a similar non-olympus device. There was no patient injury or adverse event reported to olympus.